Event description:
The following info was reported by the customer's attorney: the surviving heir of decedent pt (B)(6) claims in her lawsuit that an unspecified defect in his insulin pump contributed to his death. It is further alleged that events, including one on (B)(6), 2008 which led to his death. Lawsuit filed in (B)(6). Personal rep of the estate is (B)(6). Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.